Event description:
Pt reported having gall bladder and umbilical hernia repair. Immediately after surgery pt experienced severe pain at surgical site. Four days post op physician determined wound appeared infected and pt was admitted to hosp and placed on antibiotics. The infection cleared but pain is still present.